Event description:
A surgeon reports that after cataract surgery and intraocular lens (iol)implant, a pt is experiencing glare when light comes from an angle. The surgeon reports that he does not know the cause of the glare. The lens remians implanted.